Manufacturer narrative:
A getinge (B)(4) (stm) replaced the base cart, caster with locking plate and associated hardware: screw,pan head 10-32 x 3/8, latch,console release,cart, bracket,locking,cart, spring extension, washer insulating-flat inside, and washer shoulder # 10. Maxi-loc caster was damaged during removal and it was also replaced. The iabp was then tested to factory specification, released to the customer, and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #9. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The evaluation results reported in follow up 1 should have been reported as : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported failure. The fse replaced the defective fiber optic module and verified that the unit was calibrated and passed all functional and safety tests per factory specifications. The fse discovered that the unit was missing a caster due to damaged cart and did not release the unit to clinical use pending repair of the cart. This repair was performed shortly after at a later date and reported under a separate complaint (non-reportable event). The iabp was then tested to factory specifications, released to the customer, and cleared for clinical service. The date entered in the initial MDR was reported incorrectly. The g4 should have been reported as (B)(6)2018 opposed to (B)(6)-2018.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #9. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Correction to block of follow 2: on (B)(4) 2018, it was discovered that the date entered in block of emdr follow-up 2 was reported incorrectly. Should have been reported as (B)(4) 2018 opposed to (B)(4) 2018.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #9. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the reported issue. The stm determined that the fiber optic module was defective and replaced same to resolve the issue. In addition, the iabp was missing caster due to damaged cart. Cart will be repaired and returned to clinical use upon completion of repair.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #9. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event reported.